Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during a move of the system from one hospital to another a failure was found. The image acquisition system (ias) could drive and use lift and shift, but the other functions would not respond. The system was checked via the mobile view station (mvs) as well as the power from the different relays. It was noted the drive relay provided 23,81 v and 0; the motor relay provided 106.1 v and 0; and the x-ray relay provided 13v and 0.191. No patient was identified when the issue was identified. Additional information received on a later date reported the motion would not initialize and the system would not work.

Manufacturer narrative:
Analysis on the returned relay resulted in no failure being found through functional testing and visual/physical examination. Analysis on the returned motion control gantry resulted in no failure being found through function, performance testing and visual/physical examination. Analysis stated that the perform motion calibration, passed. Motion travel on all axes was smooth and functional. Perform 2d and 3d imaging, both were successful analysis on the returned power switch board resulted in no failure being found through functional, performance testing, visual/physical examination, and usability inspection. The analysis stated that the system achieved ready as expected. Charging, communication, 2d imaging, 3d imaging, and all motion and logic were successful. Analysis on the returned system control board resulted in no failure being found through functional, performance testing, visual/physical examination, and usability inspection. The analysis stated that the motion, charging, communication and x-ray were successful. Invalidate home was successful. Run rad gain and run fluoro gain calibration passed. If information is provided in the future, a supplemental report will be issued.